Manufacturer narrative:
Product evaluation: the product was returned for investigation and received in the following manner: the sample was returned in an open original outer box. The delivery system and the shunt of the returned sample were placed in the cradle. The delivery system wire is partially pressed down, is pulled in and slightly protrudes from the cannula opening. Visual examination of the shunt: the shunt body has some dirt and undamaged. Visual examination of the shunt inner lumen was found was partially clogged; after the cleaning the lumen was found open. There are no additional complaints for this lot. It seems that the delivery system trigger was operated and performed its functionality - releasing the shunt. Therefore, the complaint cannot be confirmed. Root cause cannot be identified as the primary package was opened, therefore, there is no way to determined how and when the shunt fell off the delivery system all products pass 100% final inspection at the manufacturer prior to approval. If a defect would be noticed, the product would have been rejected. Because the complaint cannot be confirmed, the root cause cannot be determined. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to the manufacturer's release criteria. Since the investigation of the product /sample was not completed, the root cause cannot be determined at this stage. There have been no other complaints reported in the lot number. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A facility representative reported a glaucoma filtration device (gfd) that would not advance. Additional information has been requested.